Event description:
It was reported that the patient with this brady lead experienced or developed an intense chest and shoulder pain following an implant. The diagnostic tests were performed and perforation of the right ventricle extending from the ventricular apex to the pericardium was confirmed. Hospitalization was required, surgical procedures included pericardial puncture with a drainage of 400 milli liters of blood and replacement of the unspecified pacemaker unit. The following day after, a transthoracic echocardiogram was performed without any sign of tamponade or compression on the heart, however, blood transfusions were required. This brady lead was replaced. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.

Event description:
It was reported that the patient with this brady lead experienced or developed an intense chest and shoulder pain following an implant. The diagnostic tests were performed and perforation of the right ventricle extending from the ventricular apex to the pericardium was confirmed. Hospitalization was required, surgical procedures included pericardial puncture with a drainage of 400 milli liters of blood and replacement of the unspecified pacemaker unit. The following day after, a transthoracic echocardiogram was performed without any sign of tamponade or compression on the heart, however, blood transfusions were required. This brady lead was replaced. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.